Event description:
Valve thrombosis of the on-x aortic valve prosthesis, due to warfarin therapy being stopped for 7 months (per surgeon operative notes). Surgeon states: "valve appeared to have thrombosis of both hinge mechanisms." Per (B)(4) guidelines, thrombosis is defined to be valve-related. Replaced with another on-x valve. Pt recovered. Transferred to ICU in stable condition.

Manufacturer narrative:
The valve will be returned to the distributor in january who will submit it to an independent surgeon, doctor (B)(6) , for further evaluation. Follow-up report may be filed if doctor (B)(6) findings are more than just a confirmation of the thrombosis reported by the surgeon.